Event description:
Customer reportedly passed out within 20 minutes of obtaining a blood glucose result of 126 mg/dl on the advantage system. Customer was unconscious for approx 15 minutes; paramedics arrived about 45 minutes later, and result on their meter was 32 mg/dl, and customer was treated with a "glucose" injection. Customer was taken to the hospital, and her symptoms improved. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.